Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) in regards to a patient who was being treated with gablofen intrathecal (2000 mcg/ml; 1500 mcg/day) via an implantable infusion pump. The patient's indication for pump use was intractable spasticity and other spasticity. The patient's relevant medical history included spastic paresis - lifelong. The patient's other medications being taken were acyclovir, anagrelide, aspirin, citalopram, folic acid, lorazepam, magnesium oxide, metoprolol, mycophenolate, prilosec, miralax, tacrolimus, bactrim, tylenol, benadryl, and colace. It was reported for the last week (beginning approximately on (B)(6) 2015) the patient experienced confusion and sleepiness. On (B)(6) /2015, the patency of the catheter was being confirmed. Aspiration from the cap (catheter access port) was possible, and the pump logs were checked. A pump critical alarm was occurring and the reason for the alarm was unknown. Telemetry confirmed the alarm to have occurred on (B)(6) 2015, and the alarm was the low battery reset. The hcp programmed a priming dose to prime the catheter after the side port aspiration and did a refill. Now, every time the pump was interrogated, the message "pump in safe state" kept coming up. The patient was in the hospital because the patient was a transplant patient. The onset of the change in therapy/symptoms was described as sudden. It was further reported actions/interventions taken to resolve the issue included a magnetic resonance imaging (MRI) and a pump dosage decrease. The cause of the low battery reset and pump in the safe state was determined to be a battery failure. The event was not resolved at the time of this report. Additional information has been requested regarding any actions/interventions taken and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be sent.